Event description:
User received discrepant ft4 results when compared to another analyzer. Initial ft4 result was 24.3 pmol/l, repeat result from other analyzer was 21.2 pmol/l. No info provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.